Event description:
For the end-to end anastomosis during a low anterior resection, the user found out that there is the opening that is just 10mm long in the staple line, after using the device. The user found 5-7 staples (bent) in the housing of the device. The device was discarded. The event was extended 30 minutes.